Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reax1228 showed no other similar product complaint(s) from this lot number.

Event description:
. It was reported that prior to use on a patient, the PICC leaked near the proximal end of the catheter. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The extension tubing markings were partially worn. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent; however, both lumens were partially occluded by blood products. During hydraulic pressurization of the red-luered lumen, a leak was observed emanating from between the 49cm and 50cm depth markings. Interluminal connection was observed in the vicinity of the leak site. Microscopic inspection of the leak site revealed three parallel partially circumferential splits. Superficial mechanical damage was observed circumferentially opposite the splits. Tactile inspection of the sample revealed tensile weakness, necking and discoloration in the vicinity of the splits. Following longitudinal bisection of the sample in the vicinity of the split, microscopic inspection of the internal web wall revealed mechanical damage corresponding to the exterior wall damage. The split characteristics, tensile weakness and circumferentially opposite mechanical damage were consistent with damage caused by contact between the catheter and a traumatic grasping instrument such as forceps or hemostats. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Event description:
It was reported that prior to use on a patient, the PICC leaked near the proximal end of the catheter. No other information was provided.